Event description:
It was reported that an asymptomatic patient presented in-clinic for a routine follow-up. The pulse generator was found in a backup vvi mode. The device was explanted and replaced.

Manufacturer narrative:
Analysis description: final analysis confirmed the reported backup operation. The anomaly was caused by a checksum error.